Manufacturer narrative:
A ge service rep performed an on site investigation. The boards and connectors were reseated and the software installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9900 system would not power up. No pt injury was reported.